Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was switching on. The customer tried reinstalling the x-ray pc, but the installation concluded with a post message that highlighted errors. The review of system log files showed suite pc service error. Upon troubleshooting, the fse stated that the issue appeared to be software, since the suite pc was establishing proper connection to the network. To resolve the issue, the fse reinstalled the suite pc, restored the backup and tested the system, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.